Manufacturer narrative:
A single board computer (sbc) was returned to covidien/medtronic¿s failure analysis. An investigation was performed and the reported issue was verified. The identified root cause of the reported issue was due to software issue. The issue will continue to be internally investigated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a time of maintenance, the screen froze at the 6 photos image. No patient involvement. The sbc board was replaced and the problem was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a time of maintenance, the ht70 ventilator's screen froze at the 6 photos image. The ventilator was not in use on a patient at the time of the reported event. The customer stated that the issue was resolved by replacing the single board computer (sbc). Medtronic/covidien was not authorized to evaluate the device.